Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 39286-30, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and peripheral neuropathy. It was reported that the patient had a lead revision soon after implant in 2012 due to the rep not being able to program the stimulation correctly. The reason for the revision was that the leads 'weren't down far enough' so the patient's hcp moved them further down so that stim could reach their feet and legs. There was no allegation that the patient did not recover and the patient is still using their ins. No further complications were reported.